Event description:
It was reported that a malfunction occurred with the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, and the customer acknowledged and understood these instructions.